Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an 1870 error code is the photo switch wiring or connection to the photo switch; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Event description:
It was reported that the pump displays error 1870. Unresolved with battery change. No patient injury. No additional information.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.